Event description:
It was reported that the mobile power unit (mpu) leads appeared damaged and the unit was alarming.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of mobile power unit patient lead damage along with an unknown alarm could not be confirmed off the information provided. No log files were submitted for review, no photos were submitted, and no product was returned for further testing. Multiple attempts were made to obtain additional information from the customer regarding available log files, cause of the mpu damage and alarm, type of alarm(s) observed, if the alarm(s) resolved, removal of device from service, and returning information; however, no additional information was provided. A root cause for the reported event could not be determined off the information provided. The device history record for the mobile power unit (serial number (B)(6) were reviewed. No deviations from manufacturing or qa specifications were shown from the mobile power unit. The mobile power unit was shipped to the customer on (B)(6) 2020. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible) and the actions to take when the alarms occur. Heartmate 3 patient handbook section 6 ""caring for the equipment"" and heartmate 3 instructions for use (IFU) section 8 ""equipment storage and care"" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. The ""patient care management"" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.